Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 52-53 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bg. The customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.